Event description:
One of company's doctors was trying to put a jugular catheter in an ancient lhasa apso. Normally, when the needle hits the vein, blood will flow up the catheter letting the person know that they are in. On the first one, the blood oozed out around the needle and filled up the plastic bag instead. On the second try, it filled up the hub instead, and when they withdraw the needle, part remained in the vein, and company subsequently had to do a cutdown to retrieve it.